Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of difficulty trying to program a new pump and cannot get it to bolus. The customer's blood glucose was 50 to 99 mg/dl at the time of incident. Customer was assisted in priming the insulin pump and how to properly bolus. The customer was advised to call back if further assistance is necessary.